Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use a euphora rx balloon catheter in a severely calcified, moderately tortuous lesion in the left anterior descending branch (lad). The device was inspected before use with no issues. Negative prep was performed with no issues. The lesion was not pre-dilated or post-dilated. The device did pass through a previously placed stent. It was reported that the balloon burst during balloon inflation. The burst occurred on the initial inflation at 6 atm for several seconds. No patient injury was reported.

Manufacturer narrative:
Product analysis: the device was received for analysis. The balloon folds were open. The balloon failed negative prep. On pressurisation of the device, liquid was observed exiting the balloon working length, over the marker band. The balloon failed to maintain pressure. Upon visual inspection of the device, a pinhole burst was observed on the balloon material, on the working length of the balloon just proximal of the marker band. There was no evidence of damage to balloon bond or inflation lumen. Deformation was evident to the distal tip. No other damage evident to the remainder of the device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: an attempt was made to use a euphora rx balloon catheter in a lesion with 99% stenosis. Resistance was noted while advancing the device to the lesion. A little excessive force was used. The device was being used to pre-dilated the lesion. As the pressure did not rise during the first expansion it was recognized as a rupture. The device was not moved or repositioned while inflated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.